Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due to noise and pacing inhibition up to five seconds. In addition, there were concerns due to intrinsic amplitude out of range. Technical services (ts) was consulted and recommended evaluation options and possible sensitivity reprogramming. Ts also suspected of myopotential noise, but it was not conclusive. Isometrics test was performed, and no noise was recorded. This rv lead remains in service. No additional adverse patient effects were reported.